Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following event was received through bfarm user report: "when inserting the fixator pin under typical conditions, it happened twice that both pins from the same batch broke off in exactly the same place. The remnants had to be chiseled out of the bone. The predetermined breaking point had to be bridged. These are "self-tapping/self-drilling" pins."

Event description:
The following event was received through bfarm user report: "when inserting the fixator pin under typical conditions, it happened twice that both pins from the same batch broke off in exactly the same place. The remnants had to be chiseled out of the bone. The predetermined breaking point had to be bridged. These are "self-tapping / self-drilling" pins."

Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received products shows that the pins are broken apart at the tip section. The breakage area shows clear sings of deformation as twisting, from screwing in, before the pins then broke. Deformation like this are a clear indication of high applied mechanical force, were the material will break in fatigue. The returned tips are in heavily damaged condition, strong material deformation, which is most likely the result of removal with pliers. No further investigation or/and statement possible to this badly damaged tips. Dimensional inspection, the measurements taken are all within accuracy. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. The failure was caused most likely by to much force. If more information is provided, the case will be reassessed.